Event description:
A non health care professional reported that during surgery, they noticed that lens were cracked when the lens unfurled in the eye. Subsequently the lens was removed during initial procedure and completed with another lens. Additional information was received stating that there was no patient harm. Additional information was received stating that the lens was went in the eye and scratched.

Manufacturer narrative:
Only the opened lens carton was returned with some of the inner packaging components. The lens was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic combination. The root cause cannot be determined for the reported complaint. Only the opened carton and inner packaging components were returned. The lens, lens case, and peel pouch were not returned. The manufacturer internal reference number is: (B)(4).